Manufacturer narrative:
No critical pump error (open book image) alarm noted during testing. The pump was received with constant pump error 38 during the rewind test. The pump passed sleep current measurement test, active current measurement test and self test. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, due to pump error 38. [Per freger, mark ¿ r&d engineer: no evidence of the open-book was found in error log, pump history and traces.] The following were noted during visual inspection: minor scratched display window, scratched case, and pillowing keypad overlay. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1, pcba2, and motor home switch. No damage noted on the force sensor. Force sensor zero offset within specification (24.0 mv). Pump error 38 due to moisture damage found on the motor home switch. The pump history file lists data on 08/20/2024 11:40:00.000 to 01/14/2025 15:03:53.000. Unable to perform the pump history review 2 days from the event date 08-jan-2026 due to no data available. Alarm-aa99-critical pump error not confirmed. Unable to complete the required testing due to pump error 38. Alarm-a340-pump error 38 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received an open-book image. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer found no damage to the pump. The customer was advised that the insulin pump would be replaced and advised to revert to a backup plan per the healthcare professional's instructions and place the pump in storage mode. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned.